Event description:
It was reported that during a sleeve gastrectomy procedure, there were issues with the egia handle and sigtrsb60axt 60mm xtr thk reinforced rel device. The handle made a cracking noise and cracked during the second firing, resulting in the instrument not firing and making a strange noise. This led to an extended surgical time of 5 minutes. The surgeon was able to press the green safety button but was unable to squeeze the handle. The device was replaced with a new handle and reload, allowing the procedure to continue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigtrsb60axt 60mm xtr thk reinforced rel - (lot#n3j2355y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.